Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise which led to auto mode switch episodes; the noise could be reproduced with isometrics. All other electrical measurements were within range, since the defibrillator had reached normal elective replacement indicator, the physician elected to cap and replace the lead. The patient was in good condition post surgery.